Manufacturer narrative:
Implant regio 24 fractured. Construction was a removable upper jaw construction placed on 6 implants. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implant. Resubmitted due to submission error.

Event description:
Implant fracture.